Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) customer contacted that there was a rupture with another company's product when using iabp.  Informed customer to contact the hospital and ask the clinical engineer, to replace the balloon and stop using the device. (B)(6) 2022, a report was received of patient death from clinical engineer during equipment inspection of the event. The device was normal, and no blood was drawn into the device. It was said that pulling out the balloon did not go well, causing a drop in blood pressure and a state of shock.

Manufacturer narrative:
On 1 december 2022, in the afternoon, the medical engineer reported that the patient expired while the field service engineer (fse) was checking the unit at the facility. During the inspection, the fse observed that there were no anomalies or malfunction found on this unit. Also, no blood was found inside the unit either. It was also stated that due to balloon leak of the non-maquet iab catheter, the alarm was properly generated on this iabp unit as its security mechanism. Also, on 1 december 2022, cleaning and system functional check was performed normally and preventive maintenance including calibration, system functional check and electrical safety test was performed normally. The safety disk was also replaced with a new one. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) customer contacted that there was a rupture with another company's product when using iabp. Informed customer to contact the hospital and ask the clinical engineer, to replace the balloon and stop using the device. December 1, 2022, a report was received of patient death from clinical engineer during equipment inspection of the event. The device was normal, and no blood was drawn into the device. It was said that pulling out the balloon did not go well, causing a drop in blood pressure and a state of shock. Iabp therapy for this patient initiated at 2:00 a.m. On (B)(6) 2022 and ended at 12:03 p.m. On (B)(6) 2022. Reportedly the non-maquet balloon was started to be removed from the patient at 12:30 p.m. On (B)(6) 2022. It was approximately 30 minutes after this iabp unit was disconnected from the patient. The detailed information regarding for approximately 30 minutes between disconnection of the iabp unit from the patient (12:03 p.m.) And removal from the non-maquet balloon (12:30 p.m.) Was not provided by the facility.